Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error 341 (positional interrupt error) alarm during transport of a patient. During the event the patient¿s blood pressure was reported to have decreased resulting in hypotension with a low of 90 systolic and a mean arterial pressure of 60. The nurse gave the patient 500ug of adrenaline bolus in order to raise the patient¿s blood pressure. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through a review of the event history log. The device was found out of specification in relation to the reported system error 341. The customer environment was not able to be recreated in the lab during investigation and the device was found to operate without discrepancy. Due the inability to reproduce the error and lack of discrepancy with the device, no correction is required. Should additional relevant information become available, a supplemental report will be submitted.